Manufacturer narrative:
The investigation included a review of the customer's calibration, qc, and alarm trace data: the calibration results were within the specified ranges. The qc results were within the specified ranges. The alarm trace had abnormal sample aspiration errors. These are indicators of possible poor sample quality. The customer did not report any other issues after the service. The investigation determined that the service actions resolved the issue.

Event description:
The initial reporter received questionable elecsys pth stat immunoassay results from five patient samples tested on the cobas 8000 - cobas e 602 module. Patient sample 1 on (B)(6) 2025, the initial result from the reported line was 8.8 pg/ml with a data flag. On (B)(6) 2025, the repeat result from another line was 46.1 pg/ml. Patient sample 2 on (B)(6) 2025, the initial result from the reported line was <2 pg/ml with a data flag. On (B)(6) 2025, the repeat result from another line was 24.5 pg/ml. A result of 25.9 pg/ml was also reported. Patient sample 3 on (B)(6) 2025, the initial result from the reported line was <2 pg/ml with a data flag. On (B)(6) 2025, the repeat result from another line was 23.7 pg/ml. A result of 24.1 pg/ml was also reported. Patient sample 4 on (B)(6) 2025, the initial result from the reported line was <2 pg/ml with a data flag. On (B)(6) 2025, the repeat result from another line was 17.2 pg/ml. A result of 17.5 pg/ml was also reported. Patient sample 5 on (B)(6) 2025, the initial result from the reported line was 9.3 pg/ml with a data flag. The repeat result from another line was 60.9 pg/ml. A result of 67.4 pg/ml was also reported. The reporter reruns assay results below 25 pg/ml. Patient samples 2,3, 4, and 5 were rerun past the plasma sample stability of 3 days at 2-8 °c. The repeat results from the other line were deemed correct; patient samples 2, 3, and 4's repeat results matched the patient's history.

Manufacturer narrative:
The reagent lot number is 80175302, with an expiration date of 31-jan-2026. The field service engineer (fse) inspected the module and determined that the extra wash station (ews) unit had caused the event. The fse replaced the ews probe. A successful standby procedure verified the module's performance; the customer performed successful qcs. The investigation is ongoing.